Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had frequent lack of negative pressure shortly after the patient began using the device. There was no harm or injury reported.

Manufacturer narrative:
Corrected field - d4 UDI updated fields: b4, d8, d9, g3, g6, h2, h3, h6(, type of investigation, investigation findings, investigation conclusions),h11 based on the evaluation results provided by the field service engineer, the issue was a lack of negative pressure occurred. However, since repair of the device is not performed yet, the root cause could not be determined.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) observed the device, the same phenomenon was repeated within about 5 minutes of starting pumping. He confirmed the recurrence. When checking the inside of the equipment, a slightly poor operation was confirmed at k8 (positive pressure) of the solenoid valve/drive manifold. It was assumed that this caused a negative pressure shortage, so fse replaced drive manifold assembly. After replacement, the occurrence did not occur again. A subsequent operational inspection confirmed that there were no problems. Good results.

Event description:
N/a